Event description:
Caller states, the cuff is not holding air. The caller confirmed that tube is changed every 3 months as part of routine replacement which exceeds the recommended 29 days of use as indicated in the directions for use. New information provided on (B)(4) 2012 indicated that the tube was replaced so that it could be returned but normal practice is that they use for 3 months and change inner cannula 2 times a day. The caller confirmed the extubation and recannulation of a replacement tube was performed.

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for analysis.